Event description:
The rptr did back to back (rapid succession) blood glucose tests. Rptr's results were 136, 101, 99 and 128 mg/dl. Rptr did not have any symptoms. The rptr's test strips had expired 10/98; rptr did not have control solution. On followup, rptr used separate finger sticks on three tests, but re-inserted one of the strips a second time; did not recall which test. The rptr tests about every two weeks. Rptr never cleaned the meter. No harm was alleged.